Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to take their blood glucose. The customer also reported feeling sick from their blood glucose, but was unable to confirm the exact value. Customer reported feeling dizzy and vomiting from their blood glucose. The customer declined to have the paramedics called. The customer also reported a hospitalization event three weeks before for high blood glucose.. Customer's blood glucose was 423 mg/dl during this time. Customer stated their blood glucose was 100 mg/dl upon admission to the hospital. The customer had difficulty breathing from their blood glucose. Customer could not provide any other information about their hospitalization. Customer's insulin pump will not be returned for analysis.